Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. The patient was implanted because they were not emptying their bladder, experienced pressure, and had urinary tract infections (uti). Patient fell in (B)(6) and they bumped the ins really hard. They said it was working fine, but all of a sudden, they felt a lot of pressure like they were going to go to the bathroom, but they were not going very much; they hope they didn't damage their ins. The patient has been on program 1 at 1.6v and 2.0v for a long time and today lowered it to 0.5v. On the date of initial report, the patient tried programs 2, 3, and 4 but did not feel stimulation at all on the setting. During the call, the patient synced to their ins which showed stimulation was on at program 1 at 0.5v. The call center assisted the patient to check their other settings and try other programs; they felt stimulation on program 2 when they increased it to 1.7v. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). As a result of what was reported, the patient was told to follow up with their hcp to resolve their symptoms. No further patient complications have been reported as a result of this event.